Event description:
It was reported that the pt had no hearing sensation with his device. It was recommended to the surgeon to reposition the fmt under local anesthesia through a transcanal approach and to perform intraoperative measurements. However, the surgeon decided to reimplant the pt for a "perfect positioning" of the fm7. Reimplantation was carried out in 2007. A first short activation was performed, which confirmed that the patient is now able to hear with his internal device.

Manufacturer narrative:
The device has been explanted and has been returned to innsbruck where it will be evaluated. When available, a device analysis will be submitted as a follow-up report.